Event description:
While surgeons were trying to instrument the area around the vocal cords it was noted that tube kept collapsing, which resulted in brief episodes of increased airway pressure. 6.5mm i.d x 10mm o.d (30fr).